Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient with diabetes is experiencing a high glucose due to leakage at the cassette/tubing connector despite them being screwed together tightly. There was leaking around lure connection. There was no patient injury.